Manufacturer narrative:
Lead model 3093-28 lot# v594186 implanted: (B)(6) 2011 explanted: (B)(6) 2012, programmer model 3037 serial# (B)(4).

Event description:
It was originally reported that the patient never experienced therapeutic effect and would like to have the device removed. It was noted that she has fallen several times but not on the device. It was later reported that the device did not help with her bladder leakage and caused her much pain. She had the device removed.